Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the pain in the patient's back was excruciating and they were out and finally getting some sleep that they needed. Additional information was received from the patient. They reported that they had a lot of pressure the day prior and would only void a little bit at a time. They were redirected to their healthcare provider.